Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia. Patient reported that the blood sugar level was 48 mg / dl. She resolved the situation by herself by taking sugars.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The exact data and time of the event was not provided. Investigation was done based on the available information in the data management system (dms). Upon reviewing the glucose plot for 1 week prior to the date of awareness, it was found that fingerstick calibration entry of 48 mg/dl was entered in the system at 10:02 pm cet on (B)(6). The matching sensor glucose reading at the time was 138 mg/dl. The absolute relative difference (ard) for this calibration entry was 188% and the calibration was marked as a suspicious calibration by the system. When the calibration was completed, the system adjusted the sensor glucose reading to 73 mg/dl at 10:17 pm cet but this sensor reading was still not close to the calibration entry. The system alerted the user of the hypo at 10:32 pm cet when the sensor reading of 68 mg/dl was below the low glucose alert threshold. Following the hypo event, the system detected there was deterioration in the sensor and the system retired the sensor on 16 june 2020. The root cause of the early sensor retirement is attributed to degreation of the indicator (tracked as metric of sensor performance). As a resolution, a sensor replacement was offered to the user. No further investigation was found necessary for this complaint.